Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 60 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 160 mg/dl. Customer also stated that the day prior to the call, he exercised and the sensor glucose was 270 mg/dl and his blood glucose was 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.